Manufacturer narrative:
Investigation details: scholly assessment rec'd on 2/25/2007, indicates that the complaint cannot be investigated because the device was repaired by a third party facility.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, it was identified that the image was cloudy and there was fluid inside the scope. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.